Event description:
Event as reported: part of the catheter remained in the pt upon removal of the catheter. Pt had two surgeries to remove the catheter.

Manufacturer narrative:
Upon receipt of the device, investigation will be completed and follow up submitted.